Event description:
Patient alert for high impedance was reported. During disconnection of the lead, the physician observed incorrectly connected atrial and ventricular pins. They were disconnected without rotating the fixations screws. The lead was explanted. No patient complications were reported as a result of this event.